Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection, after firing the stapler, the instrument handle could be fully squeezed and the donuts were complete but there was a poor and incomplete staple formation and the staples were not deployed on the anterior surface of the anastomosis. The one that did deploy was not closed. The surgical time had been extended for 90 minutes and the incision was extended. There was a tissue damage which resulted from incomplete anastomosis. They had to over-sew to fix the staple line. The anastomosis leaked three days later and the patient needed reoperation and a permanent end colostomy.